Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lost water tightness. A definitive root cause could not be identified. Based on the investigation results, the reported event of colorful stripes in the image is likely associated with noise occurs and no image is displayed occurred due to disconnection in cable unit. Additionally, water tightness lost due to poor water tightness of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited colorful stripes in the image and loose connection in the cable. The issue occurred during inspection for use. There were no reports of patient involvement.